Manufacturer narrative:
A2. Age at time of event: 18 years or older e1. Initial reporter facility name: (B)(6) hospital. E1. Initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6).

Event description:
It was reported that device fracture occurred. The 90% stenosed target lesion was located in the left anterior descending artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, the push rod was fractured. The procedure was completed with another of the same device. No complications were reported, and patient was stable after the procedure.

Event description:
It was reported that device fracture occurred. A 90% stenosed target lesion was located in the left anterior descending artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, the push rod was fractured. The procedure was completed with another of the same device. No complications were reported, and patient is stable after the procedure.

Manufacturer narrative:
A2. Age at time of event: 18 years or older. E1. Initial reporter: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. Visual inspection revealed that there were numerous kinks throughout the shaft and hypotube of the device. During microscopic inspection no issues were found related shaft break. The tip was noted damaged. No other issues were identified during the product analysis.